Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a moderate pneumothorax that was confirmed via chest x-ray. The patient was asymptomatic during the event. The pneumothorax did not increase in size over time. A chest tube was placed to resolve the complication. In addition, the patient required prolonged hospitalization. The physician indicated that a malfunction of an ion device did not occur. The physician believes the pneumothorax would have most likely occurred via another modality. In addition, the physician does not believe an ion product caused or contributed to the reported complication. In regards to the cause of the pneumothorax, the physician explained that the patient's paralysis wore off in relation to anesthesia and the anesthesiologist did not intervene until the patient coughed during transbronchial needle aspiration (tbna).

Manufacturer narrative:
D15 - based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. On (B)(6) 2022, per an intuitive surgical, inc. (Isi) advanced failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. The logs are not yet available for ion system #en0679. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax that was confirmed via chest x-ray after the procedure. A chest tube was placed to resolve the pneumothorax. Also, the patient required prolonged hospitalization. Although the physician does not believe an ion product caused or contributed to the pneumothorax, the cause of the complication is unknown.